Event description:
It was reported that this implantable pacemaker device exhibited intermittent undersensing p wave 0.5 milli volts and programmed 0.75 milli volts. Health care professional (hcp) inquired for a reprogramming change. As of this time, this device remains in service. No adverse patient effects were reported.